Event description:
The following literature publication was reviewed: kolet r, usai mv, shehada y, berekhoven b, weyer-elberich v, austermann m. Three-year data on the performance of three renal artery bridging stent grafts in branched endovascular repair of thoraco-abdominal pathologies. Eur j vasc endovasc surg. 2025; 70:318-325. This study evaluated the performance of the gore viabahn vbx balloon expandable endoprosthesis and the gore viabahn endoprosthesis with heparin bioactive surface (vsx) used as renal artery bridging stent grafts during branched endovascular aneurysm repair, compared with the non-gore advanta v12/icast covered stent. The retrospective single-center analysis included 255 patients who underwent complex aortic repair between 2010 and 2019 for thoraco-abdominal aortic pathologies, including aneurysms and dissections, with a total of 431 renal artery bridging stent grafts implanted. Devices included 125 advanta stents, 146 advanta plus vsx combinations, and 160 vbx stents. Outcomes assessed during clinical and radiological follow-up included primary and secondary patency, type ic endoleak, target vessel instability, reinterventions, kidney function, dialysis requirements, and mortality. At 3 years, estimated primary patency was 103 of 125 renal arteries treated with advanta, 141 of 146 treated with advanta plus vsx, and 142 of 160 treated with vbx. Estimated freedom from target vessel instability was 103 of 125 with advanta, 137 of 146 with advanta plus vsx, and 137 of 160 with vbx. Estimated freedom from reintervention was 108 of 125 with advanta, 139 of 146 with advanta plus vsx, and 147 of 160 with vbx. Four type ic endoleaks occurred in left renal arteries treated with vbx, while no type ic endoleaks were reported in left renal arteries treated with advanta alone or advanta plus vsx. No type iii endoleaks or stent fractures were reported. Estimated freedom from dialysis at 3 years was 53 of 63 patients in the advanta cohort, 76 of 77 in the advanta plus vsx cohort, and 81 of 89 in the vbx cohort. Death occurred in 50 patients during follow-up, including 9 deaths within 30 days caused by septic shock and multi-organ failure, with 3 deaths occurring in each treatment cohort. Estimated survival at 3 years was 46 of 63 patients in the advanta cohort, 63 of 77 in the advanta plus vsx cohort, and 64 of 89 in the vbx cohort. The study reported no statistically significant differences in kidney failure, dialysis, stroke, or survival among cohorts. This case captures use of the gore viabahn vbx balloon expandable endoprosthesis in 160 renal artery bridging stent graft procedures with 4 reported type ic endoleaks in left renal arteries, no reported type iii endoleaks, no reported stent fractures, and reinterventions occurring within the study population during follow-up. This case also captures vsx which was used in combination with advanta in 146 renal artery bridging stent grafts and demonstrated reported patency, target vessel stability, and reintervention outcomes through 3-year follow-up. No device-specific injury, endoleak, stent fracture, dialysis requirement, stroke, or death attributed to the device. The publication also reports an estimated primary patency of 96.8% and an estimated secondary patency of 97.5% after 3 years for the advanta + vsx cohort.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. Date of event was determined as date when literature article was published online, here february 25, 2025. The patients mean age is 71 years and the gender male as stated in the article. Product history review: a review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. As the status of the devices is unknown, no further investigation of the devices can be conducted. Neither clinical images enabling direct assessment of product performance, nor the devices were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As also another device is involved (vbx), manufacturer report number: 2017233-2026-07781, our reference: (B)(6) was sent. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.